Manufacturer narrative:
Upon further review, the device is not in scope of res 88058. There is no allegation of an issue related to the device's sound abatement foam. The patient did allege a cough with mucous production as well as hospitalization (twice) and a need for supplemental oxygen since using the device.

Manufacturer narrative:
The manufacturer previously reported that a continuous positive airway pressure (CPAP) device's sound abatement foam allegedly became degraded and caused the patient difficulty in breathing, cough with mucous production. The patient did report receiving medical intervention and was hospitalized twice and is on oxygen. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual inspection of the device found evidence of a white contaminant with a faint cleaner odor and water spots on the water chamber seal. The surface of the seal shows faint scratching and scuffing suggesting that cleaning may have been performed with an abrasive material. Very mild dust contamination was observed on the surface of the device mask and the filter did not appear to be dirty or neglected. The device was disassembled for internal visual inspection. The manufacturer found very minimal evidence of contamination and no evidence of degradation or failure. The manufacturer then operated the device while attached to an asl- 5000. Device operated normally without generating any error codes or warnings. The manufacturer powered up the device and verified airflow. Device log showing 0 errors were logged. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The contamination found within the device is consistent with being from an external source.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused difficulty breathing, cough with mucous production. The patient did report receiving medical intervention and was hospitalized twice and is on oxygen. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Upon further review, the following correction has been made: in the previous follow-up report, section h10 was incorrectly captured as, the manufacturer previously reported that a continuous positive airway pressure (CPAP) device's sound abatement foam allegedly became degraded. The device is not in scope of recall. There is no allegation of an issue related to the device's sound abatement foam.